Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. On 1/27/98, the following was reported to datascope: blood was noted in the iab tubing and pumping was stopped. The surgeon was then notified. There was no pt injury or complication as a result of the event. After the event, the pt was awake. [Event complications]: unk-reported 12/4/97; none-reported 1/27/98. [Pt's current status]: awake-rpt'd 1/27/98.